Event description:
Medtronic received information that the patient implanted with this bioprosthetic valve (less than one year implant duration) was hospitalized five months after implant due to progressive dyspnea. During hospitalization second degree av block was observed. Blood sampling revealed staphylococcus epidermis. Echocardiogram did not reveal any dysfunction. Based on the blood results, the patient was diagnosed with endocarditis of the implanted bioprosthesis and was treated with antibiotics. There were no further complications,and after treatment the av block resolved. On transesophagile echocardiogram (tee) there were no new complications. There was noted valve insufficiency of grade 1 - 2/4. The valve remains implanted.

Manufacturer narrative:
Without the serial number of the product no device history could be pulled and reviewed. In addition, without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, or additional information provided, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.